Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 - 49 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg and contacted their healthcare provider. A replacement pump was sent to the customer to resolve the issue.